Event description:
The screw had back out of the poly, the surgeon performed a revision surgery and replaced the screw only, the insert was not explanted.

Manufacturer narrative:
Document review: gmk primary ps fixed liner size 4 / 10 mm: code 02.07.0410psf / lot 111385 (50 items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. Twenty-nine items belonging to this lot have been already implanted and no similar incidents have been reported. It is the first case of a gmk ps liner in which the ps screw back out. On the basis of the data collected, the event is highly likely not device related, but the screw went out probably because it was not correctly tightened.